Manufacturer narrative:
Product was returned with tamper seal removed and the top case non valox front lower left corner chipped as well as plunger cases cracked. Fluid ingression was present. Primary audible alarm background test was found in event history log. Speaker was causing the primary audible alarm background test. The speaker was over 13 years old a need to be replace. The root cause was normal wear. The device history report review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. (UDI) and(510k) are unknown. No information provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was showing primary audible error. No patient injury was reported.